Event description:
It was reported a merlin transmission revealed out of range hv impedance measurement. The patient was asymptomatic. There were no other electrical abnormalities on the lead. The impedance range had been tightened up due to the presence of the riata lead. A chest x-ray revealed potential lead issue and externalized conductors. The patient will return for a system replacement on (B)(6). The patient condition is fine.

Manufacturer narrative:
(B)(4).